Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the manifold/hub of the stent delivery system (sds) was not returned for analysis. A visual examination of the stent found that stent struts from row 6 from the distal end of stent were lifted and pushed back distally. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 1204mm proximal of the port weld and approximately 20mm from the distal end of the strain relief (manifold/hub). This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues on the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. After a 6f guide catheter was engaged and a non bsc guide wire crossed the lesion, predilation was performed. A 3.00x20mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged and hypotube break.